Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary cadd - solis vip sn: (B)(6) was received from the customer stating that "¿pile compartment broken". Visual test was performed- found damaged dso seal, damaged battery compartment, scratched lens. Functional test was performed. Ehl review shows 46221 error. Root cause was determined as a problem with defective pwa. The pwa was replaced. Occlusion test was used. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer problem was duplicated. The dso seal, battery compartment, lens was replaced.

Event description:
It was stated that ¿pile compartment broken¿. There was unknown patient involvement and unknown patient harm/adverse event reported.